Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. A peritoneal effluent culture and analysis were performed that same day, prior to the initiation of antibiotic therapy. The culture showed no growth. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient received injection targocid 400 milligrams loading dose intraperitoneal (ip) and injection fortum 250 milligrams daily ip, which had continued as of the time of this report. The outcome for the peritonitis was unknown. Pd therapy continued. Concomitant medications were not reported. The nurse believed the event of peritonitis was unrelated to pd therapy. On (B)(6) 2010, the event resolved. Treatment with fortum was discontinued the same day.